Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. While prepping the unknown size taxus liberte stent delivery system (sds) it was noted that the stent came off of the balloon. The device never entered the patient and no patient complications were reported.